Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Sae-17k001 - patient (B)(6) . Allegedly, patient had primary surgery on (B)(6) 2021 on left knee. This is a post op complaint on (B)(6) 2022. Pes anserinus bursitis/pain of left knee. No revision at this point, pain is ongoing/resolved. No further details available.